Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction loss after the laser fired on a patient's left eye. No medical intervention was required and procedure was completed the same day.

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).